Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a generator change out procedure. Interrogation and review of the electrogram (egm) prior to the procedure revealed that the right ventricular (rv) lead exhibited noise, which resulted in several noise reversions. The capture threshold and pacing impedance of the rv lead were reported to be stable. The rv lead was capped and replaced on (B)(6) 2026. The patient remained stable throughout the procedure.

Event description:
New information received notes that the noise on the right ventricular (rv) lead was reported to be seen over the past 6 months on merlin transmissions. The noise was over-sensed, which resulted in high ventricular rate (hvr) episodes and pacing inhibition.

Manufacturer narrative:
The reported event date is an estimate. The event date was reported as follow, ¿the noise had been going on for about 6 months, but physician was waiting for battery to reach eri¿.